Event description:
It was reported to philips that the system was unable to boot. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to turn on. To resolve the issue, the rse guided the customer to perform a full power recycle from the main supply. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.